Event description:
It was reported that during a laparoscopic cholecystectomy, the staff stated that the ligamax 5mm clip applier failed to properly clip the cystic duct on 3 consecutive attempts. It is uncertain exactly what occurred during the first two attempts, but it was stated that on the third attempt the clip did not form. A new clip applier was opened to finish the procedure. Surgical delay was unknown. No patient harm was reported.

Manufacturer narrative:
(B)(4) date sent: 12/5/2025 d4: batch # z70415. Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed ten (10) conforming clips. Upon testing, the jaws open and close without any difficulties. In addition, the device locked out as intended. Additionally, a photo was provided with the same condition of the received sample. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event. Do not excessively twist or torque the instrument jaws when positioning or firing the instrument on a tubular structure or vessel. Excessive twisting or torquing may result in clip malformation. Do not insert the clip applier through a trocar if a clip is present in the jaws. This may result in clip malformation, dislodged clips, or damage to the instrument. If a clip is present in the jaws, fully squeeze the trigger against the handle, then fully release the trigger to release the clip from the jaws before inserting the device through the trocar. The event described could not be confirmed as the device performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch z70415 number, and no non-conformances were identified. Additional information was requested and the following was obtained: there is no additional information, other than what was captured in the original complaint. There were no patient consequences. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.